Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that, according to the defective tag, the item was not working and the dso seal was cracked. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a cut/ tear/hole at downstream occlusion seal. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.